Event description:
It has been reported to philips that the system was having image disk full errors . There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. It was reported to philips that the system was having image disk full errors. The philips engineer suggested service, but the onsite word order was cancelled as the service was no longer required. No service has been provided from philips. No further reports of the issue have been received. The codes were updated based on the investigation outcome.